Event description:
A review of service data detected a reportable problem. During servicing, battery pack sn (B)(4) would not fit in a monitor or battery charger. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation the battery pack was unable to be inserted into a monitor or battery charger. The cause for the issue was isolated to a damaged battery connector. The root cause for the damaged battery connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.